Manufacturer narrative:
(B)(4). A verification of failure mode reported in the current manufacturing process was conducted as follows: 14 clips were taken from the current production p/n ae05ml auto end05 ml lot #73l1700107, clips were functionally inspected (fired) and issue reported "applier would not close to lock clip" was not observed in the current manufacturing process, the clips were loaded, closed and released correctly. The device history review for the product auto endo5 ml lot #73d1700574 investigations did not show issues related to the complaint. Corrective actions cannot be established and the customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device failed to operate. The tips would not close together to lock the clip in place. The patient's condition is unknown at this time.